Manufacturer narrative:
Product event # (B)(4). Eval, method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Event description:
During annual pm check the customer found that the output was high on coag 5. Customer was getting between 47.5 and 49.5 watts of output on coag 5. Customer was using a dni 402a esu analyzer with a tna hand piece and footswitch to test. No patient involvement.

Manufacturer narrative:
Product event #(B)(4) evaluation process: performed visual inspection on unit per b)(4). Unit has scratches with exposed metal. Performed baseline functional testing per (B)(4). No performance issues found. Unit delivered correct levels of rf energy in all modes and across all power levels. A power level setting of coag 5 for a tna handpiece corresponds to 50w of low coag power. The reported measurement (47.5-49.5w) is well within the 20% tolerance permitted for the pulsar ii. The measured power would need to be less than 40w or greater than 60w for it to be considered out of tolerance. Root cause: customer¿s complaint could not be duplicated. Unit was found to deliver correct levels of rf energy in all modes and across all power levels. The unit was received with a damaged exterior but there wasn¿t enough objective evidence to determine the cause.

Event description:
During annual pm check the customer found that the output was high on coag 5. Customer was getting between 47.5 and 49.5 watts of output on coag 5. Customer was using a dni 402a esu analyzer with a tna hand piece and footswitch to test. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.